Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 5026169; model/catalog description: linear st lead kit 50 cm. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had a meningitis infection. A symptom of headache and fever was noted. The physician was unsure of the cause. The patient underwent an explant procedure and was given antibiotics.